Manufacturer narrative:
This device is not sold in the us but a similar device is. The device has not been repaired before in the past year. An evaluation is completed for the device. It was observed that the nozzle has presence of a black colloid material. In addition, the angle wires were stretched. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device. Upon inspection of the device, it was observed that the nozzle was clogged with a black colloid material. There is no patient or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely that the device was incorrectly reprocessed by the user. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. ¿reprocessing manual_ cleaning, disinfection, and sterilization procedures precleaning. Warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ ¿manual cleaning_ cleaning the external surface. Flushing detergent solution into the air/water channel¿. ¿presoak for excessive bleeding and/or delayed reprocessing after each procedure caution:follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.¿ correction to operator of device: ¿other¿ corrected to ¿health professional¿ correction to device manufacture date: date change to ¿14dec2010¿. Olympus will continue to monitor field performance for this device.